Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "b temp" during patient transport. No harm to any person has occurred. A getinge service technician was on site on 2021-12-20 to check the affected rotaflow (serial (B)(6) ) the technician was unable to reproduce the reported failure and the device was working according to the specifications. As a precaution the technician replaced the battery pack with fuse (material#70101.7188) and the rfc (rotaflow console) power supply board (material#70101.1675). The device is working as intended. Based on these investigation results the reported failure could not be confirmed. However, the failure mode "b temp" can be linked to the following most possible root causes according to our risk management file ((B)(4)). Malfunction or total fail of electronic components, e.g.: 1. Device used out of specification the product in question was produced in 2015-08-20. The review of the non-conformities has been performed on 2022-01-11 for the period of 2015-08-20 to 2021-12-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 2.2 only operate the rotaflow system within the specific technical and ambient conditions ( "ambient conditions"). Ambient temperatures outside of the specified conditions can disrupt the sensors' measurements. This may result in incorrect measurements, which may cause incorrect values be displayed and trigger alarms. There must be no risk of condensation. Condensation may occur when the device is taken from a cold environment into a warm room. Make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. Chapter 10: clean the ventilation openings regularly. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that during patient transport the error message b temp has been displayed and the pump stopped. This error message is displayed when the battery reaches 60°c. Complaint ID:(B)(4).